Event description:
On (B)(6)2009, the pt reported, the up button on his insulin infusion device is not working and the down button only beeps with no change to the display. The buttons pop up when pressed. He said his device has not been dropped or exposed to water or insulin. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.